Event description:
It was reported that the pump's quick bolus/wake button was difficult to press or required multiple presses to activate the screen. There was no adverse impact to the customer's blood glucose level. The customer support team instructed the caller to press the button correctly and assisted with removing the pump from its case, confirming that the button functioned as intended. The customer acknowledged that the problem was resolved after following these instructions.

Manufacturer narrative:
The failure investigation has been completed, and the alleged issue was verified. In addition, an additional issue was found.